Event description:
Caller reported an error with their cgm, specifically error 42, which was encountered while using the g6 sensor. Technical support provided instructions for performing a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.